Event description:
Related manufacturer reference number : 2017865-2022-04506. It was reported the asymptotic patient presented remotely via merlin.net. Upon review of the transmission, it was observed the implantable cardiac defibrillator and right ventricular lead products were post sensed t-wave oversensing. There was no intervention. The patient was stable.